Event description:
In 2005, a patient received a graftmaster to treat free perforations in the left anterior descending coronary artery. The procedure was successful. In 2006, the patient's physician confirmed mild in-stent re-stenosis. The physician treated the re-stenosis with percutaneous coronary intervention, which was successful.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.